Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge with approximately 100 units. The customer's blood glucose level was 378 mg/dl. Reportedly, a cartridge was loaded successfully.